Manufacturer narrative:
The t:slim x2 user guide states: "never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer tugged on the infusion set inadvertently and blood glucose elevated (256 mg/dl). During troubleshooting with tandem technical support, customer obtained new supplies and initiated the fill tubing process. Customer reported that after 27 units no insulin was observed at the end of tubing. Customer obtained a new infusion set to restart the process but realized that she had reconnected the original tubing to the luer lock and the 27 units of fill tubing was delivered into the anatomy. Customer¿s blood glucose was 228 mg/dl at time of report. Customer ultimately was hospitalized to stabilize blood glucose of 35 mg/dl. Customer was treated with dextrose injection, glucose drip and two sandwiches. Customer was discharged from the hospital on (B)(6) 2016 with the issue resolved.